Event description:
A customer reported obtaining imprecise sequential readings on their meter. The customer reported that they obtained readings of "lo" (lo indicates a meter reading <20mg/dl) and 96 mg/dl within a 10-minute timeframe. The following day the customer took another test on the same adc meter and obtained readings of 25 mg/dl and 115 mg/dl also within a 10-minute timeframe. When plotted on a parkes error grid the results fell in the 'c' zone, results in this zone are deemed clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The device was returned and investigated and the complaint was not confirmed. No new issues were observed, all results were within range spec, and no errors were observed during control solution testing.